Manufacturer narrative:
Liko original highback sling is a basic model which is designed to adapt to the patient without individual adjustments. It provides for a slightly semi-reclined sitting posture and support for the entire body, which is good for patients with reduced torso stability. The original highback sling is also recommended for lifting to or from the floor, since it provides a comfortable head support both in sitting and in lying position. The harness has been requested to be returned for inspection. Investigation into the reported incident is currently on-going. A supplemental report will be submitted with investigation findings upon completion.

Event description:
A other health care professional contacted technical service to report that orig hb sling 200 had an issue, staff would move patient from tipping board to wheelchair. When the staff applied the harness and lifts the patient, the harness breaks at the seam towards the edge and teared up. Staff act quickly and transfer the patient to the wheelchair and take the lifting harness out of use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The sling was returned for analysis where it was determined that it was in an overall good condition besides the binding seam damaged at the upper strap loop. The sling had a torn seam in the binding/edging at the upper strap loop. Both the 2-needle edging seams and the reinforcement seam was broken. The strap itself was intact and not unusually worn, the fabric was in good condition and not worn. If sling breaks during lifting, the lifting movement can continue and be completed without safety risk for the patient since all 4 sling loops are intact. Attempts to recreate user conditions reported by customer have been performed but not succeeded to cause the patient falling. Lifting safely with this kind of sling failure was still possible to do. The investigation concluded that this issue would be unlikely to cause or contribute to a death or serious injury if this were to recur. Baxter does not consider this to be a reportable malfunction.

Event description:
A other health care professional contacted technical service to report that orig hb sling 200 had an issue, staff would move patient from tipping board to wheelchair. When the staff applied the harness and lifts the patient, the harness breaks at the seam towards the edge and teared up. Staff act quickly and transfer the patient to the wheelchair and take the lifting harness out of use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.